Event description:
Customer reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to remove the cartridge and deliver a 9-unit bolus, which was successful. Customer was able to reload the original cartridge and successfully resume insulin therapy, resolving the issue.